Event description:
Account obtained had two samples that gave very low co2 results. Sample two initially gave a result of 35 mmol/l that repeated as 7, then 35 and 35 after the probe was changed. The incorrect results were not reported. The account discovered the sample probe was broken and replaced the probe.

Event description:
Account obtained had two samples that gave very low co2 results. Patient one initially gave a co2 of 12 mmol/l that repeated as 1, then 11 and finally 10 after changing the sample probe. The incorrect results were not reported. The account discovered the sample probe was broken and replaced the probe.